Event description:
The customer stated that he tested his blood glucose and received a reading of 184 mg/dl. He then took his insulin and ate dinner. After eating dinner, the customer began feeling ill and called paramedics. When paramedics arrived, they tested the customer's blood glucose at 40 mg/dl using their meter. It was not known what type of treatment the customer received or if he was hospitalized. Troubleshooting showed the system to be operating as designed. No product is to be returned at this time.